Manufacturer narrative:
Additional update was received which indicated that the relationship to study device (thermocool smarttouch sf catheter) is possibly, and relationship to the index study procedure is causal relationship. The outcome is expected/anticipated. Intervention was surgery - sternotomy. The outcome of the event was recovered/resolved with an end date of 29-aug-2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The mre was performed for the finished device lot number 31667368l and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation could be performed, and the customer complaint cannot be confirmed. However, if the product is received in the future, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch sf catheter, the patient experienced consistent back pain, blood pressure dropped, and pericardial effusion treated with pericardiocentesis. Then, the decision was made to take the patient to surgical "op". The concomitant product section has been updated. Device investigation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool smarttouch sf catheter, the patient experienced consistent back pain, blood pressure dropped, and pericardial effusion treated with pericardiocentesis. Then, the decision was made to take the patient to surgical "op". During the ablation phase of a pvc procedure (left ventricular outflow tract; left ventricular antero-basal with retrograde access approach) the patient manifested consistent back pain, and the blood pressure dropped significantly. These observations prompted the physician to perform a cardiac echography revealing a pericardiac effusion/cardiac tamponade. After observing an increasing accumulation of volume in the pericardium, the physician team decided to perform a pericardial puncture to aspirate the accumulated blood. After monitoring for 30 minutes to an hour to assess the stability of the patient, the physician team (composed of electrophysiology (ep) physicians, anesthesia physicians and cardiac surgeons) decided it was necessary to bring the patient to the surgical ¿op¿ for open heart surgery. The patient left the ep room in stable condition. To note, during the whole procedure there was no indication of a possible steam pop. The origin of the pericardial effusion is still to be determined. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.